Event description:
The event is reported as: the customer alleges that the product fell apart where the tubing attaches to the purple port. The attachment was replaced. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.